Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure for a polypectomy performed on (B)(6) 2026. During the procedure, the clip was difficult to release from the catheter. The staff jiggled and wiggled the clip, and the clip eventually released from the catheter. The procedure was completed with the original device. There were no patient complications reported as a result of this event.